Manufacturer narrative:
Concomitant medical products: product ID 3708220, serial# (B)(4). Product type: extension. (B)(4).

Manufacturer narrative:
Final analysis of the extension revealed no anomaly. A known good lead was inserted into the distal ends of the extension and the setscrews tightened down. While pulling on the lead, the setscrews were able to hold the lead securely in place. No movement of the lead was observed.

Event description:
It was reported that there was a lead/extension issue, wherein the screws on the extension would not hold the lead secure. The extension was not implanted and the physician used a different extension. There were no patient symptoms/injuries related to this event reported. Additional information has been requested, and when received, a supplemental report will be submitted.